Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited intermittent fault alarms for approximately an hour and would resolve when the patient was repositioned. The customer also reported that after that hour, the freedom driver exhibited irreversible fault alarms for two minutes. The beat rate was displayed on the driver, however the fill volume (fv) and cardiac output (co) displayed three asterisks. The customer also reported that the patient was asymptomatic and the freedom driver continued to function as intended during the reported event. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the exterior and interior revealed no anomalies. Review of the alarm history (eeprom) revealed that no alarms were recorded while the driver was supporting the patient. Only permanent fault alarms are recorded in the eeprom. Intermittent and recoverable alarms, such as battery alarms, temperature alarms, or alarms that are resolved within three to four minutes, are not recorded in the eeprom. During functional testing, the driver did not pass test acceptance criteria for the left peak pressure and aortic pressure, resulting in a fault alarm and asterisks displayed on the display for fv and co. The root cause was a malfunction of the piston and cylinder assembly. The piston and cylinder assembly was replaced, and the driver passed all test performance requirements. This failure mode posed a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4) initial.

Event description:
The customer reported that the freedom driver exhibited intermittent fault alarms for approximately an hour and would resolve when the patient was repositioned. The customer also reported that after that hour, the freedom driver exhibited irreversible fault alarms for two minutes. The beat rate was displayed on the driver, however the fill volume (fv) and cardiac output (co) displayed three asterisks. The customer also reported that the patient was asymptomatic and the freedom driver continued to function as intended during the reported event. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited intermittent fault alarms, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.